Event description:
This is filed for the clip failing establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr). The mitraclip xtw (20425r105) failed established final arm angle (efaa) during the procedure. The device was able to be removed without any issues. A replacement was used to complete the procedure. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed for the clip failing establishing final arm angle. It was reported that on 8/25/2022, a patient presented with grade 4 functional mitral regurgitation (mr). The xtw mitraclip failed established final arm angle (efaa) during the procedure. The device was able to be removed without any issues. A replacement was used to complete the procedure. There was no adverse patient effect or clinically significant delay. Subsequent to the initial emdr it was reported that there had not been an inability to open the clip during the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. The investigation was unable to determine a cause for unintended movement (clip opening while establishing final arm angle/efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.h6 device code 2921 removed.